Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a low blood glucose of 15 mg/dl. Customer stated that she has been having unexplained low blood glucose and high blood glucose. Customer's current blood glucose was 117 mg/dl. Customer has been experiencing low blood glucose for about 2 months now. Customer stated that the drive support cap was normal. Customer ate supper and her blood glucose was in the 120's mg/dl. Customer's son found her curled up on the floor and unresponsive. Customer's blood glucose was then 25 mg/dl. When the paramedics got out, the customer's blood glucose was 15 mg/dl and sensor reading was 124 mg/dl. Customer had spent several hours at the swimming pool that day. Troubleshooting was performed and customer will be sent a tubing clamp. Customer was advised to do complete set change and call back to perform the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.